Event description:
This customer reported to baxter (B)(4) a solution administration set in which blue precipitates were observed at the inlet. According to the report, the precipitates formed a few minutes after starting an administration of paracetamol. Reportedly, the set was connected to a 3-way stopcock from (B)(4) that is also blue colored. According to the reporter, blue ink marker is used in several services of the hospital, but this complaint was reported from the same service. It is true that the sample received was coupled with the vial that was blue marked on. Moreover, the blue degree of the precipitates are almost the same than the marker. There is no information regarding additives that could have led to this issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. An analysis of the sample did not reveal the presence of any precipitates. A visual inspection revealed the vial to which the set was attached was marked on with a blue marker. The vial was "swabbed" with the same saline and the blue was transferred to the swab. As per event description received, the blue color on the vial is almost the same as the blue on the marker. Furthermore, it is to be stated that the production process of this set was also reviewed and no processes were identified that could possibly lead to such non-conformance. Hence, it can be concluded that for the above mentioned factors, the exact root cause that has lead to this reported non-conformance couldn't be definitely established. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.